Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call to have received a low battery alert, power loss alarm and blank display. He stated that he had already called about the same issue and never received a replacement. His blood glucose was unknown. The customer said that he had already put in a new battery. During troubleshooting for the power loss alarm, he was unable to clear the alarm because the display was blank. The customer moved on to troubleshooting for the blank display. During troubleshooting, the display did not return. He was advised to leave the battery out of the pump for 2 hours to ensure that any residual or possible esd within the pump dissipated. The insulin pump is not being returned for analysis.